Manufacturer narrative:
One full osseotite® tapered certain® implant (ifnt413), abutment and screw were returned for investigation (images 1 ¿ 7). There were no allegations against the abutment and screw. Therefore, the investigation addresses only the implant and the associated fracture event. Visual evaluation of the as returned implant identified bone residue and minor signs of wear due to usage. The implant was not fractured. Functional testing was performed using the returned abutment and screw. The implant was able to assemble and disassemble with the devices as normal. Pre-existing condition noted on the per was heart disease. The reported device had been placed on tooth #5 (unknown notation system) for approximately 7 years. X-ray/image was provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2013030222). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was completed for the subject lot number (2013030222) and no other complaint was identified. Based on the available information and functional testing, device malfunction did not occur and the reported event was unconfirmed. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
MFR report number 0001038806-2020-01727, section "d4: device UDI number" was submitted with UDI # (B)(4). In error. Associated lot #2013030222 was manufactured prior to 24-sep-2015, as a result, a UDI number is not required.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the patient noticed with a loose implant at tooth location #5. Implant was placed (B)(6) 2013 and removed due to fracture on (B)(6) 2020. No patient implant reported and patient has a history of heart disease.